Event description:
(B)(4). Initial information for this spontaneous case was received from a nurse from a physician's office via a company sales representative on 06/30/2008: this is the first of two cases reported by the same physician (see case (B)(4) for other patient). The physician reported, via his nurse, that a patient (age and gender unspecified) was treated with poly-l-lactic acid (sculptra), and experienced nodules after treatment with poly-l-lactic acid. Therapy dates, reconstitution information and lot number/expiration date not specified. No further medical information was reported. Additional information for sculptra (lot #/ expiration date unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional information received from physicians via the company sales representative (csr) on 07/31/2008, with additional information received on 08/04/2008: the csr stated, she received a call from the original treating physician. This patient was identified as female, age not specified. The patient involved is now going to another physician concerning the injections of poly-l-lactic acid that the patient received around her eyes. The original physician identified that the patient has an adverse event of nodules around the orbital area. On 08/04/2008, the follow-up call was received from the csr, who reported that she had received initial reports concerning more than one patient from this original physician. This call was about follow-up for one of those patients. The physician had no additional information concerning the care she provided but reported, the patient had moved and was now under the care of a new physician. The new physician had contacted the original physician concerning the poly-l-lactic acid. As per the csr's report, the new physician informed the original physician that the patient has been seen for removal of a skin cancer (unk type) (site not specified). The report indicated that the new physician stated that "the skin cancer has nothing to do with sculptra." No further medical information reported. Additional information received from nurse in new physician's office on 08/05/2008: nurse reports that for the patient identified in this case, the new physician performed surgery on the patient for skin cancer, nos, (site not specified,) and that a third physician, nos, performed a biopsy (site not specified.)